Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. Base on the investigation results, the customer complaint related to frost on the needle shaft was verified. The investigation testing results showed insufficient vacuum insulation of the sleeve. No relation was found between needle assembly processes and the vacuum loss phenomena. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. In this case, the patient's skin was protected with saline and the procedure was completed successfully. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
Treatment of left rcc, 2.3cm x 1.9cm central lesion. 3x icerod cx 90 cryoablation needle - fprpr3533 were used. The 2x argon tanks were used. No issue detected during needle testing. After placement of needles inside the lesion, sticking function was activated. No issues detected during sticking of needles. Procedure commenced and about 1 minute of freezing, the customer noticed one of the needles' sheath was covered with ice. The customer suspected the insulation sheath coating might be faulty. The other two needles' sheath were insulated. Immediately, a heated glove was placed around the needle to prevent any frosting on patient's skin. Patient was feeling uncomfortable during the procedure. Procedure was completed successfully with no patient injury.